Event description:
It was reported that the ilet displayed recurring alert 39 and could not be recovered through multiple restarts, and the user was unable to complete a dry-run supply change, consistent with an insulin shaft encoder failure of the pump mechanism. Symptoms included device malfunction with risk of inadequate insulin delivery, though no adverse clinical effects were reported. Outcomes included discontinuation of the affected ilet and transition to a backup therapy method, along with user education on meal announcements and snacking. Investigation included remote troubleshooting, confirmation of the alert, and review of use practices. Investigation of this case revealed a nonrecoverable encoder-related failure within the insulin delivery assembly consistent with a shaft encoder defect, rendering the device nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical or sensor failure within the encoder subsystem of the insulin delivery mechanism. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.